Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump had intermittent button response due to moisture damage to keypad traces. The device had minor scratches to lcd window, cracked case near lcd window corner, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address and or serial number label and missing end cap sticker.

Event description:
It was reported that the customer experienced a low blood glucose level of 48 mg/dl at the time of the event. Her blood glucose level at the time of the report was 154 mg/dl. Customer reported that she turned off the low alerts during the night and this prevented her from waking up. As a result the customer took glucose tablets to treat her low blood glucose level. Customer also reported her insulin pump's keypad is not working. She was advised to disconnect from the pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).